Event description:
The customer reported that they were having problems with the 530g system insulin pump. It was not controlling their blood glucose. It would alert that the customer's blood glucose was high, when it actually was low, and vice versa. Their blood glucose was very erratic while on the 530g system. The customer did not feel comfortable with the enlite and stopped using it. They had a loaner revel insulin pump. The customer replaced the battery and the device alarmed multiple errors. The customer had abdominal pain; they checked the reservoir and there were only 150 units of insulin left, instead of 160 units. The customer treated with food for the over delivery. The customer stated they are very disappointed with the us insulin pumps. At the time of the phone call they were using the loaner from switzerland and they are very happy with the performance. Their blood glucose at the time of the call was 98 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.